Event description:
It was reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer was informed by customer technical support to uninstall and reinstall the mobile app and to monitor the battery depletion, following up if it exceeds 35% per day.